Event description:
The customer reported the sys would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the display adapter and image processor boards, and adjusted the 12 volt power supply. The system operates as intended.